Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient was experiencing worsening of pain and had a lot of burning sensation in the ipg site. The patient underwent an explant procedure. No further information could be obtained.